Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system, implanted with a non boston scientific right atrial (ra) lead, exhibited high out-of-range pace impedance measurements greater than 2,000 ohms. This behavior appeared consistent with a spring contact issue. This pacemaker system remains in service, and will continue to be monitored for any changes in impedance trends or noise that may develop. No adverse patient effects were reported.